Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR number: 3006705815-2017-00653. It was reported the patient had the implant procedure on (B)(6) 2017. During the surgery, the doctor was unable to advance the leads after multiple attempts. As a result, the procedure was abandoned.